Event description:
A healthcare worker was standing close to an associate who was using cidex plus when it splashed and it got into healthcare worker's left eye. Healthcare worker experienced buring in the eye. An ophthalmologist prescribed an antibiotic and moisturizing drops. The healthcare worker was not using eye protection at the time of the event.